Event description:
The customer received different blood glucose readings from two different contour usb meters that ranged from 55-180mg/dl. Specific readings were not provided. The difference between the readings could fall in the "c" or "d" of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are not expected to be returned for evaluation. Control solution was sent for further troubleshooting.